Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, the supplies were changed to address the event. Customer reportedly wore the pump against the skin. Customer's blood glucose (bg) was over 600 mg/dl with moderate to high ketones. The cause of bg was unknown and bg was addressed with a manual injection.